Event description:
The reporter stated that during a spinal surgery procedure, the surgeon was implanting coral cannulated 8.5 mm diameter screws. The pt's bone was hard. The surgeon tapped the pedicles with a 7.5 mm tap because integra does not provide 8.5 mm taps. This undersized tap made insertion of the larger 8.5 mm screw difficult, in terms of both getting the screws started and insertion. The torx tip sheared off. The tip was recovered. The surgery time was extended by a short amount of time. No other pt complications results.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.